Event description:
Event occurred in japan. Damaged haptic after implantation. No unusual sensation was noted and the leading haptic detached during implantation. The damaged haptic was explanted and it had not remained in the eye. The injector was accidentally discarded by the nurse. As the iol was set by the nurse the surgeon could not comment on whether any unusual resistance was felt during setting. Japan sales comment: the surgeon reported that the leading haptic was involved. However, it is thought that the trailing haptic may have been detached. Iol was explanted on (B)(6) 2026. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.